Event description:
It was reported that during a gastric bypass procedure, the cord would get stuck in the hand piece and kept pressing on the switch button and device would activate intermittently. No error codes were displayed. They completed the procedure with the device. There was no pt consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Info not available, device not returned for analysis.